Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had audible alarm power on self-test (post). Pump said "forced sensor" error after changing the main board pump. The event did not occur while in use on a patient.

Manufacturer narrative:
D9: product received date 10-oct-2024. H3: one device was returned for repair. The reported issue was verified in the event history log. Service history review identified this is the first time the device has been in for service. A visual inspection and functional testing was performed. Testing determined that the issue is caused by broken plunger cable. The issue was resolved after replacing plunger cable. No backup audible alarm was duplicated during power on self-test but verified in the event history log. The investigation determined it was probably caused by buzzer failure on main printed circuit board (pcb). The pcb was also replaced. Primary audible alarm verified in history log and unable to duplicated by power on self-test. The investigation determined it was probably due to speaker wiring. The speaker was also replaced.